Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 04/09/2018 stating that this lead had an alert for right ventricular (rv) lead integrity. Additional information received on 04/20/2018 stating that the rv lead has high lead impedance alert generated by the remote follow up system. The impedance was >3000 ohms. The patient was seen in the clinic and that lead was still pacing and sensing appropriately. This lead has exhibited higher that norm impedances for quite some time, but since it still paces and senses appropriately the lead was monitored its performance closely. The patient was not paced ventricularly. The physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).